Event description:
The account alleges that the head section was being lowered. When the head reached approximately thirty degrees, the head section suddenly dropped to the flat positon unintentionally. No injury was reported.

Manufacturer narrative:
The technician discovered that the zoneaire air surface has been removed from this device, including all components under the seat section. The wiring, however, remained, which got tangled in the head drive, causing the head section to disengage. The technician removed the wiring from the device, and then installed a new switch slide, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.